Event description:
Ous MDR. On (B)(6) 2016 the ICD sent an eos message via home monitoring. As it turned out, an MRI examination was executed without the MRI mode being activated. On (B)(6) 2016 the ICD was explanted and replaced by a new one.

Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eos was confirmed. One charge process had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. The iegms from (B)(6) 2016 showed interference signals in all channels. It was also noted that the battery status eos was detected on the same day. The frequency and morphology of the sensed interference, as well as the eos detection, are with high probability the result of the influence of a strong external magnetic field, which indicates the described magnetic resonance tomography exam. At this time, all therapy functions were activated. In addition, the MRI mode was not activated at that time. The eos state was removed with a technical programmer, and the device then showed the state bos. The battery voltage of 3.1 v indicates a charged battery. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. In conclusion, it can be noted that the eos detection was with high probability caused by a strong external magnetic field during the magnetic resonance tomography. The MRI mode was not activated at that time. There were no indications of a material defect or manufacturing error.